Manufacturer narrative:
H.6: investigation summary: this summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results¿ using the bd veritor at home covid-19 tests (material # 256094), batch number 1343203; ¿one test was positive and one test was negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h,10.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a positive result initially, then a negative result two days later. There was no indication of confirmatory testing, and no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer said she was questioning the test until she read about the percentage of it being wrong or giving false results." ""Customer tested positive on (B)(6) 2022 and negative on today (B)(6) 2022.""

Event description:
It was reported while testing for sars-cov-2, the bd (B)(6) at-home covid-19 test produced a positive result initially, then a negative result two days later. There was no indication of confirmatory testing, and no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer said she was questioning the test until she read about the percentage of it being wrong or giving false results" customer tested positive on 1-11-22 and negative on today 1-13-22.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown.(B)(6), USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.